Manufacturer narrative:
The device used in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. The visual inspection found: no fault found. The functional evaluation found: no-fault found. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution. A review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: no fault found. The dressing seal may be lost or pooling may occur, without alarm activation, when an occlusion forms on the wound site of the dressing. Viscous, purulent, or serosanguinous drainage may contribute to occlusion of the dressing. Regular monitoring of device and dressing is required to ensure full delivery of therapy and exudate removal. Ensure the wound dressing is free of air leaks, fully compressed, and firm to the touch whenever therapy is active. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve, and steer our shared purpose of providing the best possible outcome for customers and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients' needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pump was not sucking down and that exudate was not going into the canister. The pump was taken off and replaced with kci vac. The feedback was that when the dresssing was taken down there was exudate sitting ontop of the wound site and made it look 'boggy'.